Manufacturer narrative:
Concomitant medical products: 3760 1dbs ipg; 3708660 neuro extension; 3708660 neuro extension, implanted: (B)(6) 2013; 3389s-40 dbs lead; 3389s-40 dbs lead, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was found to be migrated laterally. The device was repositioned and still in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.